Manufacturer narrative:
A batch review showed that the additional 100% quality control during the manufacturing process, added to prevent the occurrence of the problem for released devices and exclude defective catheters, was not yet in place when the catheter was released in 2023. The functional analysis of the device shows that the return catheter is compliant and does not exhibit any noise phenomena as reported during use. Follow up : this report is being resubmitted because the previous report sent on 05/27/2025 (increment 00042) was not accepted.

Event description:
A catheter was identified during maintenance with inconsistent noise-like values on the curve from akademiska, sweden. The catheter was kept after the end of patient monitoring for expertise by the manufacturer. There were no consequences for the patient.

Manufacturer narrative:
A batch review showed that the additional 100% quality control during the manufacturing process, added to prevent the occurrence of the problem for released devices and exclude defective catheters, was not yet in place when the catheter was released in 2023.

Event description:
A catheter was identified during maintenance with inconsistent noise-like values on the curve from (B)(6), sweden. The catheter was kept after the end of patient monitoring for expertise by the manufacturer. There were no consequences for the patient.